Event description:
It was reported to philips that the flexvision monitor was intermittently blurry, which would impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. System clinical use was unknown at the time of the event. This complaint was created for the material-only portion, where the part was sent for the previous case. The resolution of the issue was completed by replacing the flex vision monitor on another case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.